Manufacturer narrative:
Submitted: (B)(4) 2017 animas corporation was made aware of a possible mis-print within the vibe quick start guide by one of animas¿ (B)(4) distributors. In the vibe quick start guide, a bullet point under the section ¿calibration ¿ what to do¿ states ¿calibrate whenever your glucose levels are rising or falling.¿ this statement is inconsistent with the text in the vibe owner¿s booklet. In the before you begin section (page xxiv) of the vibe owner¿s booklet the text states ¿do not calibrate your cgm if your glucose level is changing at a significant rate, typically more than 2 mg/dl per minute. Calibrating during a significant rise of fall in glucose levels may affect the accuracy of sensor glucose readings.¿ an issue escalation was raised to address the inconsistency between the vibe owner¿s manual and the vibe quick start guide. Update of the vibe quick start guide is currently in progress. The functionality of the device is not impacted. Continuous glucose monitoring has no effect on insulin delivery to the patient. Animas corporation has completed a health hazard evaluation of the issue. Based on complaint and adverse event data, the risk associated with this issue is conservatively assessed as ¿reversible¿ as patient¿s experiencing low or high blood glucose should have a treatment plan in place if symptoms are experienced. The health hazard evaluation is assessed as ¿acceptable¿. The vibe quick start guide will be updated to reflect current dexcom and animas owner¿s booklet labeling/instructions for use.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an incorrect info ¿ literature issue. It was reported that the (B)(6) reference guide currently stated ¿calibrate whenever your glucose levels are rising or falling¿ and the word ¿not¿ was missing from this instruction. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because issues with the label or literature could mislead the user or lead the user to follow incorrect instructions on product use.